Event description:
It was reported that the device was in telemetry lockout, the patient attended clinic and upon interrogation the telemetry lockout was resolved. The physician inhibited the pacing on the device to bring out the patient's spontaneous rhythm and the patient reported dizziness. The device was then explanted and replaced prophylactically as it is subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action issued on 20 july 2022, which applies to a subset of devices distributed and implanted outside of the united states. The patient was in stable condition.

Manufacturer narrative:
The reported event of telemetry lockout was confirmed. The pacer was received in normal working conditions with battery voltage above elective replacement indicator (eri). Data analysis of the device image suggested radio frequency telemetry lockout had occurred in the field due to excessive radio frequency usage in a short period of time. This lockout feature disables the high-power telemetry to prevent battery drain due to unintended excessive usage. As received, the lockout period had expired. Device showed normal characteristics and able to be interrogated successfully on various merlin programmers. Radio frequency telemetry could be enabled and disabled with no issue. Electrical and mechanical analysis performed, indicated normal device functionality. No anomalies upon visual inspection of the header were noted. A DHR review was performed to ensure that each manufacturing and inspection operation was performed. The product passed all quality control tests prior to its distribution. Device image shows autocapture on. When automatic settings are programed, such as autocapture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.